Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker was made aware by the customer, a biomedical engineer that after further evaluation the customer determined that the cause of the reported issue was due to the customer¿s defibrillation therapy cable assembly. The customer replaced the defibrillation therapy cable assembly and then stryker observed proper device operation through functional and performance testing, and the device was returned to use. The removed defibrillation therapy cable was not returned to stryker for evaluation. It was noted that the cable was an old cable from 2018.